Manufacturer narrative:
An investigation is on-going. A follow-up report will be filed upon the completion of the investigation.(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.customer from (B)(6) alleged discrepant results generated with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system.in the initial test on (B)(6) 2021, the alledged sample generated positive results for sars-cov-2 and flu a, negative result for flu b. Retest on (B)(6) 2021, the sample generated negative results for sars-cov-2 and flu a&b. The negative results were reported out. No harm was alleged.the sample was a nasopharyngeal swab collected with a nasal swab from (B)(6) in a homemade medium (saccharose, phosphate with glutamate, gentamicin, amphotericin, bovine serum albumin). The product¿s method sheets provides the following information related to specimen collection kits: nasopharyngeal swab collection kits: flexible minitip floqswab tm with universal transport media tm (utm ® ) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Nasal swab collection kits: regular floqswab tm with universal transport media tm (utm ®) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm -rt ®), without beads.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.